Event description:
The end user states that the wheels are wobbly in the back of the device.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.